Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate value of 125 units. Reportedly, the customer delivered some insulin after loading the cartridge onto the pump. The customer declined to perform troubleshooting and reported that the fill estimate issue was no longer occurring. There was no impact to the customer's blood glucose level.